Event description:
It was reported that while testing the device the attachment heated up. This event did not occur during a surgical procedure, there was no pt involvement, no user injury reported, and no adverse consequences alleged.

Manufacturer narrative:
The attachment was received by the manufacturer and the complaint was confirmed. Corrosion was found in the front of the attachment. Once corrosion builds up in the attachment it may not work properly or the corrosion can physically bind up the attachment's components, causing excessive friction which can result in heat.